Manufacturer narrative:
Date of event estimated.

Event description:
Manufacturer related report number: 3006705815-2021-04193, 3006705815-2021-04195. It was reported that patient had an infection at the lead and ipg site in turn their entire system was explanted on (B)(6) 2021 and was placed on antibiotics. Infection resolved over time.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg and lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was treated with antibiotics and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.